Manufacturer narrative:
(B)(4). The lot was manufactured from july 10, 2014 ¿ july 11, 2014. One unit was received for analysis. The unit was returned to the plant containing approximately 50 ml of fluid in its reservoir. Visual inspection revealed no signs of blockage or physical abnormality that could have caused the reported no flow problem. A functional flow test was subsequently performed by removing the luer cap from the unit¿s distal luer. After the luer cap was removed, evidence of continuous flow was visually observed at the distal luer. Flow continued without stopping until the fluid in the reservoir was completely empty. The reported condition could not be verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a half day infusor did not flow after filling. The device was filled with 3.4g of desferal diluted with "eppi" to a total fill volume of 50ml. There was no patient involvement. No additional information is available.